Event description:
The pt received her scs system on (B)(6) 2010, including two leads (with the same lot number). It was reported the pt's programmer was not working, and she did not have stimulation. A new programmer was sent to the pt. Impedance issues were noted, and the sjm rep reprogrammed the pt, providing effective coverage.

Manufacturer narrative:
Sjm has limited info related to the pt's medical history and is unable to form an opinion as to the relevancy of the pt's history to the event reported. Sjm defers to the pt's physician regarding medical history.